Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor siltex round moderate profile 325cc breast implant, catalog number: 3542650, serial number: (B)(4), lot number 6846623. Note: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with saline mentor siltex round moderate profile 325cc breast implants and experienced deflation on the left breast implant. No trauma. Patient felt pain. Patient also mentioned that the right side looks deformed. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 11/19/2018, it was reported to mentor that the patient experienced capsular contracture on the left breast implant. The patient has a history of pectus excavatum defect. The patient tolerated procedure well. The replacement devices were gel mentor moderate plus profile 350ml breast implants. (B)(4).

Manufacturer narrative:
On 11/8/18, it was reported to mentor that the device history record (DHR) for the lot number 6818926 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed two rents on the posterior aspect, measuring approximately rent a 0.6 cm and rent b 0.3 cm. Microscopic examination of the edges of the rent gave no indications as to cause. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for the lot number 6818926 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).